Event description:
It was reported that asymptomatic patient presented in clinic with far field r-wave oversensed on the atrial channel of implantable cardioverter defibrillator. There were no adverse patient consequences. There were no interventions performed, the patient will continue to be monitored.